Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, it was noted that the right atrial lead exhibited a failure to capture after multiple repositioning attempts. The lead was removed and replaced on (B)(6) 2021. The patient was stable.